Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The receiver was returned for evaluation. External and internal visual inspections were performed and there were no observations found related to the customer complaint. A boot and charge test was performed and failed. Receiver displayed initialization screen and continuously reset without displaying trend graph or date/time set. Receiver download could not be performed due to continuous initialization. The data log was reviewed and loss of connection was observed on the issue date. The reported customer complaint was confirmed. The root cause could not be determined post investigation.